Manufacturer narrative:
Other applicable components are: product ID: 9735859, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The bulkhead connector was found to be damaged. The bulkhead was replaced and the system then passed a system checkout. The connector was returned to medtronic for analysis and physical damage was confirmed. The returned connector had a contact broken and pushed in. A continuity test confirmed an open at pin 2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system was not connecting to the imaging system. The manufacturing representative bypassed the bulkhead and was able to get network communication. There was no patient involved.